Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer stated the pump fully depleted from 80% and shut off. There was no reported impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.